Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further issues. The caller was advised to contact support again if the problem recurred.